Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 c-ring arm broke off inside the scope. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular is awaiting the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer . A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4). Items marked "ni" are unknown to us at this time.